Event description:
This is a complaint about the non invasive blood pressure modules that are components within cardiac monitors (specifically the lifepak-35 and zoll zenix) it has been rumored that the FDA had implemented more [invalid]nt "parameters" in which non-invasive blood pressure devices gather data to produce patient blood pressure readings. Because of these parameters there is only 1 manufacture (sun tech) who would make these adjustments ( essentially removing any competition) however what it has done is make a blood pressure device that no longer works in the out of hospital setting (ems). Lifepak 35 and zoll zenix are highly expensive and complex pieces of medical equipment that are essential tools of ems. It is perceived that the FDA has made it so the new technology is worse than older technology and has really handcuffed fire/ems departments because of bad these blood pressure modules within the cardiac monitors are. You also handcuff the device manufactures like stryker and zoll from making adjustments and corrections because of the long and arduous FDA approval process that also hampers any innovation. Technology should be getting better not worse and we ( the end users) are suffering from ineffective equipment that is very expensive yet does not work as advertised. Nibp modules on the lifepak-15 or zoll x-series advanced serioes cardiac monitors worked well. Because of new FDA regulations the nibp on both new cardiac monitors (lifepak 35 and zoll zenix ) are grossly ineffective and could cause patient treatment issues. The manufactures advise that perfect adherence to patient positioning, blood pressure cuff sizing and indexing will produce better readings, but this is a dramatic change from previous nibp monitoring and I gues the main question or complaint is "why"? Why has the technology gotten worse, not better. Pt: 4582. Device: 2588. Ref: mw5186896.